Event description:
It was reported that the facility left the 39 degrees simulator key in the patient input cable thinking that they had connected the patient's temp probe to the catheter. The probe was connected to the patient the facility failed to connect the probe to the cable. The family determined to decelerate care. The patient was made a dnr. The patient expired while on the device.

Manufacturer narrative:
The device was not returned. A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Based on the investigation performed it was determined that the 39c temperature simulator key being installed on the device, rather than a temperature probe, was confirmed by the downloaded case data. This caused the device to read the patient temperature as 39c and react accordingly. The device continued to attempt to bring the patient to target temperature until alert 52 was issued at the ten hour mark. There was no secondary patient temperature source. The root cause for the event was due to the fact that the staff failed to note the presence of the temperature simulator key. (B)(4).